Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts revealed noise on the right ventricular lead. Patient presented in clinic and noise was not reproducible during interrogation. No intervention was performed. Patient remained in stable condition.

Manufacturer narrative:
Additional information: b5, g4, h2, h6.

Event description:
New information noted that the patient presented in clinic. Device interrogation revealed that noise continuted on the right ventricular lead. The lead also exhibited decreasing impedance and a rise in capture thresholds. Programming changes were made. Patient was asymptomatic.